Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Product was returned and evaluated. The belt was tested with a known working 8645 unit. The monitor detected the sensor when it was plugged in, and connected to both sensor ports. However, the belt sensor did not activate after aligning the velcro pads with the sensors. The belt was cut open to expose the wire where it is connected to the conductive fabric. The red wire was confirmed to have broken at the eyelet crimp point inside of the heat shrink tubing, suggesting a fatigue failure of the wire at the eyelet crimp. Possible causes for this issue: the heat shrink currently used does not have an adhesive coating (typically used for waterproof applications) that could provide an extra strain relief/strength to this joint. Alternatively, a heat shrink tubing with higher shrink ratio may provide additional strength. This area of the belt does experience manipulation that could stress this connection over time. A review of the complaint database did not reveal any similar events against this issue. Therefore, it appears this complaint was an isolated event. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product# 8398. Cust stated that a chair alarm belt malfunctioned and it did not sound when it should have. The staff attempted troubleshooting and replaced the product with the issue with a new product & then it started working again.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. A review of the device history record (DHR) could not be performed since the lot number was not provided for this device. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file:(B)(4).